Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The field service engineer(fse) confirmed the reported problem. The fse recommended to replace the user interface and provided the customer with the part number. The customer reported that replacing the user interface board corrected the issue.

Event description:
The customer reported that the unit would not power off. The customer reported that there was no patient involvement.